Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During ablation of a right midseptal accessory pathway for an atrioventricular nodal reentrant tachycardia procedure, an atrioventricular block occurred which lasted 10 minutes. A cortisone injection was administered which resolved the issue. The patient experienced atrioventricular block again for a few days which resulted in the implantation of a pacemaker. The physician alleges that there was no malfunction of any abbott products involved in the procedure. Patient is currently stable.